Event description:
Several syringes found with missing or partial markings. Bd 50ml syringe #3 lot:5017162, exp:12/31/2029; bd 10ml syringe #1 lot: 5022493, exp: 12/31/29. Bd smartsite bag access device port breaks off while attaching syringe. #2 lot: 24045736, exp: 04/26/27, 0 defected products were used for patient care. All defected items were disposed of in the moment. No patients affected. Reference reports: mw5168010, mw5168011.